Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18411771 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was not pressed and the indicator window was withdrawn from the body without turning solid black in color. Manual pressure was used to stop bleeding. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The plug was not dislodged from the exoseal vcd device after removal from the patient. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped according to the IFU. Regarding the puncture femoral site, there was no access vessel tortuosity. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The device was returned however not received for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was not pressed and the indicator window was withdrawn from the body without turning solid black in color. Manual pressure was used to stop bleeding. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The plug was not dislodged from the exoseal vcd device after removal from the patient. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped according to the IFU. Regarding the puncture femoral site, there was no access vessel tortuosity. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. One picture related to the reported malfunction on the product ¿vascular closure device 5f - us¿ was attached in this complaint file. In the picture a vcd is over a packaging tray. The indicator window is in a black/white state, the indicator wire is deployed, the back bleed port is in the manufacturing position, the cowling guard is locked, the deployment lever is not depressed. No damage is observed in the unit. No other outstanding details were observed in the attached picture. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis three kinked/bent conditions were observed during this analysis, located 7.0 cm, 7.5 cm and 8.5 a cm apart from the distal tip. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent areas to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A review of the manufacturing documentation associated with lot 18411771 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with full transition of the window. Kinked/bent conditions were observed on the delivery shaft. The reported event cannot be evaluated based only on the picture evaluation. Due to a functional test is required it is not possible to establish if the deploying mechanism is working properly. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was not pressed and the indicator window was withdrawn from the body without turning solid black in color. Manual pressure was used to stop bleeding. No patient injuries were reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The plug was not dislodged from the exoseal vcd device after removal from the patient. The device is being returned for evaluation.